Manufacturer narrative:
Device analysis: one cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was removed and that there was lens damage. Functional testing involved running the pump through the power up process. The reported problem was duplicated. Based on evidence and investigation, the complaint allegation was confirmed. The problem source was identified as a fault in the main board.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 44510. No known adverse effects to patient.